Event description:
It was reported while using bd vacutainer® urinalysis cup kit an unspecified number of tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 4 photos from the customer for investigation of underfill. The 4 photos were visually evaluated, and one photo confirmed underfill. In addition, 10 retention samples from bd inventory were visually inspected with no issues identified. A draw test was also performed on 5 retention tubes, and all tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® urinalysis cup kit an unspecified number of tubes were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.